Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g120, there was no water flow and there was a burning smell from the unit (not heating up) ; no injury resulted.

Manufacturer narrative:
Found that the main board is shorted causing no unit activation, will need to be replaced along with transistor. Also found debris build up in the water system. Water tubing in handpiece cable hardened and clogged restricting water flow. Duckbill filters have powder build up. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.